Event description:
It was reported that pump experienced malfunction alarm identified as malf 16, with no notable events occurring beforehand. Customer¿s blood glucose rose to low 400s mg/dl due to issue. Customer treated high blood glucose with correction injection using multiple daily injections and did not require assistance from a third party. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement and discussed option for out-of-warranty loaner pump.